Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an MRI taken of their knee without consent from the rep or the patient's managing healthcare provider (hcp). The MRI procedure the rep reviewed did not match the required qualification, and the rep indicated this to the patient's wife and the person who conducted the MRI. The patient turned off the device for the MRI, and when they turned it back on they felt a sudden onset of tingling, however this went away in roughly an hour. No further complications were reported as a result of this event.